Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. After clearing the elective replacement indicator trip on (B)(6) 2014, normal device function resumed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.